Event description:
MFR received explanted infusion pump from a mortuary with documentation stating that the pt expired in 2005, however, the cause of death was not reported. MFR device registration records indicate the infusion system was implanted 52 days prior to pt death for treatment of chronic pain, and was programmed to infuse morphine 10 mg/ml at 1.5 mg/day. Add'l info has been requested from the pt's physician regarding the circumstances surrounding the pt's death and a follow up report will be sent when new info is received.

Manufacturer narrative:
Final device analysis revealed normal device function, - no anomaly found.